Event description:
Additional information was reported that the patient's right implantable neurostimulator (ins) turned off during a visit to a casino. The date of when the ins turned off was unknown. The doctor saw the patient at the clinic. The patient was scheduled to meet the doctor and the manufacturer's representative on (B)(6) 2012 to investigate her ins. Additional information was requested but was not available at the time of this report.

Event description:
It was reported that while the patient was at an amusement park, both of her devices turned off. When she returned home and using the patient programmer, the patient confirmed that both devices were turned off. Both of the devices had been turned back on without incident and she was doing well. Additional information received reported it was not clear if the patient had a por (power on reset) showing on the patient programmer screen at any point.

Event description:
Follow up reported the patient had not had any issues with her devices since they reported being turned off at an amusement park and a casino. No further information was reported. Refer to manufacturer # 3004209178-2012-07216 for follow up report on bilateral dbs system.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 64001, lot# n295353, implanted: (B)(6) 2012. Product type: adapter: product ID 64001, lot# n295352, implanted: (B)(6) 2012. Product type: adapter: product ID 3387ies, lot# n26754, implanted: (B)(6) 2005. Product type: lead. (B)(4).